Event description:
It was reported that while placing a bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off into the patient's stomach. No injury to the patient was reported.